Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia with a documented nadir of 51 mg/dl lasting about one hour, preceded by hyperglycemia, and that device-driven corrections appeared strong before the low; the device issued low and urgent low alerts and suspended insulin during the event, and the user treated with oral carbohydrates per guidance. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included complaint handling, review of reported glucose trends, and troubleshooting and education with the user regarding avoidance of overcorrection and recognition of insulin on board. Investigation of this case revealed that the device¿s automated algorithm was adapting and that lows were decreasing in duration, with the user¿s glucose recovering to a stable range after oral carbohydrate intake. It was concluded that hypoglycemia occurred with cause unclear and that the device functioned as designed, with user counseling provided on corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.